Event description:
This is a spontaneous report by a nurse from (B)(4) of peritonitis in a patient (age not reported) coincident with dianeal pd4 ambuflex (dianeal pd4 sys ii w/1.5%, 2.5%, and 4.25% glucose) therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dianeal pd4 sys ii w/1.5%, 2.5%, and 4.25% glucose), 8l, (frequency and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Product surveillance was informed that the patient's nurse reported the patient experienced peritonitis. During follow up, with a different nurse at the hospital, it was confirmed that the patient experienced peritonitis requiring hospitalization (date not reported). The nurse was not aware of any other adverse events. Information regarding the event, onset date, laboratory analysis, outcome, treatment, or action taken with dianeal therapy was not reported. The patient's medical history and concomitant medications were not reported. The nurse did not provide an assessment of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.